Manufacturer narrative:
Concomitant medical products: product ID: v amc3834c150te, serial/lot #: (B)(4), ubd: 09-nov-2016, UDI#: (B)(4). Product ID: vamc3434b100te, serial/lot #: (B)(4), ubd: 10-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that at five year follow-up that the aneurysm diameter had increased significantly in connection with endotension. At hospital presentation the patient had a symptom of distal micro-embolisms at the level of toes. A secondary endovascular procedure was performed almost two months later. Two non-mdt stents of 40 x 36 x200 and 38x34x200 mm were implanted between the subclavian and celiac trunk. It was reported the patient had a serious deterioration in heath and was hospitalized for two days. This event resolved then resolved two days post the procedure. This event was judged to be related to the device. No cause of the event was reported. No additional clinical sequelae were provided and the patient is fine.